Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 562 mg/dl; cause unknown. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.